Manufacturer narrative:
Concomitant medical products: d314trg device, implanted: (B)(6) 2013, product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead triggered an out of range impedance alert for undefined pacing impedance in lv tip to right ventricular (rv) coil configuration. It was noted the lv ring impedances for the unipolar lv lead were also high. The lv lead remains in use. No patient complications have been reported as a result of this event.